Manufacturer narrative:
The cause for the reporting of the same patient name when the patient ID is indicated as "unk" is unk.

Event description:
Customer reported that samples with a patient ID as "unknown" all have the same name. This has been occurring (B)(6) 2013 (customer noted 8 examples in the complaint). Customer also indicated that there were 133 patients with this name in the portal. There was no report of patient injury as a result of this event.